Manufacturer narrative:
Previously reported by the manufacturer: a ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. A follow-up report will be submitted when the manufacturer's investigation is complete. During the final evaluation of the device at the manufacturer's service center, the device failed the nurse call step during testing due to the old nurse call base on the device. Additional findings not related to the malfunction/issue include damage to the top of the handle, missing rubber feet, and missing cap on dc port. New information: the device was returned to the technician for additional evaluation. The device failed test for nurse call. The device interface pca will need to be replaced to address the issue. There were no repairs performed. The unit was scrapped.

Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. A follow-up report will be submitted when the manufacturer's investigation is complete. During the final evaluation of the device at the manufacturer's service center, the device failed the nurse call step during testing due to the old nurse call base on the device. Additional findings not related to the malfunction/issue include damage to the top of the handle, missing rubber feet, and missing cap on dc port.